Event description:
Labor epidural pump cassette failure. After placing a labor epidural, the epidural solution was primed via the pump uneventfully. The pump was then started prior to attaching it to the epidural catheter, however no flow was seen from the catheter despite waiting about 2 minutes. The cassette was changed using the same pump and flowed appropriately. There was no harm or inconvenience to the patient. FDA safety report ID # (B)(4).